Manufacturer narrative:
Final analysis confirmed that guidewire insertion test an obstruction or restriction due to offset coil at 81.7cm from the connector pin.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead guidewire could not be inserted into the lead. The lead was not used. The patient was fine post operation.